Manufacturer narrative:
It is unknown if the employee sought or received medical treatment following the event; however, the user facility did state that the employee has returned to normal work duties. The technician inspected the cart washer and found the unit to be operating according to specification; no repairs were required. While onsite, the technician spoke with user facility personnel regarding adding additional draining options to the work room where the reliance 130 cart washer is located. By nature, the work room where the cart washer is located is a wet environment. The reliance cart washer operator manual states (pg. 14), "to prevent slips, keep floor dry. Promptly clean up any spills or drippage." User facility personnel acknowledged the technician's feedback and are looking into additional draining options. Additionally, the technician offered in-service training on proper loading and unloading techniques while operating the reliance 130 cart washer; however, the user facility declined. The unit was manufactured in 2007 and is under steris service agreement for maintenance activities. No additional issues have been reported.

Event description:
The user facility reported that an employee slipped on water while loading a cart into the reliance 130 cart washer.